Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 18-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy haemorrhagic periods') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("painful haemorrhagic periods"), loss of libido ("loss of libido"), auditory disorder ("hearing disorder"), memory impairment ("memory disorder"), feeling of body temperature change ("feeling hot cold"), musculoskeletal pain ("joint and muscle pain"), fatigue ("fatigue"), mood altered ("bad mood"), depression ("depression"), abdominal pain lower ("constant lower stomach pain"), alopecia ("hair loss") and visual impairment ("decreased vision") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, loss of libido, auditory disorder, memory impairment, feeling of body temperature change, musculoskeletal pain, fatigue, mood altered, depression, abdominal pain lower, alopecia, visual impairment and weight increased had not resolved. The reporter considered abdominal pain lower, alopecia, auditory disorder, depression, dysmenorrhoea, fatigue, feeling of body temperature change, loss of libido, memory impairment, menorrhagia, mood altered, musculoskeletal pain, visual impairment and weight increased to be related to essure. The reporter commented: the patient has to have a surgery (total hysterectomy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy haemorrhagic periods') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("painful haemorrhagic periods"), loss of libido ("loss of libido"), auditory disorder ("hearing disorder"), memory impairment ("memory disorder"), feeling of body temperature change ("feeling hot cold"), musculoskeletal pain ("joint and muscle pain"), fatigue ("fatigue"), mood altered ("bad mood"), depression ("depression"), abdominal pain upper ("constant lower stomach pain"), alopecia ("hair loss") and visual impairment ("decreased vision") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, loss of libido, auditory disorder, memory impairment, feeling of body temperature change, musculoskeletal pain, fatigue, mood altered, depression, abdominal pain upper, alopecia, visual impairment and weight increased had not resolved. The reporter considered abdominal pain upper, alopecia, auditory disorder, depression, dysmenorrhoea, fatigue, feeling of body temperature change, loss of libido, memory impairment, menorrhagia, mood altered, musculoskeletal pain, visual impairment and weight increased to be related to essure. The reporter commented: the patient has to have a surgery (total hysterectomy). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.